Manufacturer narrative:
Further investigation of the issue included a review of the complaint text, a search for similar complaints, in-house testing, review of manufacturing documents and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative assay. Normal complaint activity was identified for reagent lot 79116fn00. Testing of panels which mimic patient samples was performed using retained kits of lot 79116fn00. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag qualitative confirmatory assay was identified. Update march 19, 2018: suspect medical device: the lot number was incorrectly documented in the serial number field in the initial medical device report. The lot number has been entered in the correct lot number field.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect (B)(6) result from a female dialysis patient. Sample ID (B)(6) generated a (B)(6) result of (B)(6). A new sample (sid (B)(6) ) collected two days later generated repeat (B)(6) results ((B)(6)) and confirmed (B)(6) (93% neutralization). Both samples were retested sid (B)(6) generated a (B)(6) ) result and sid (B)(6) generated (B)(6). No further information was provided and no adverse impact to patient management was reported.